Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. The rupture was found to be in the middle part of the balloon, vertically a different device was used to complete the procedure. No complications reported, and patient status was good.